Event description:
A caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level reported. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction code did not recur after the reset, and the caller was instructed to continue using the pump and to call back if the issue recurred.